Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation details: visual inspection shows that the seal is outside of deployment tube. Other observations are that tension spring still inside the deployment tube and plunger was depressed. The failure that the seal did not deploy is confirmed, based on how the seal was received. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.